Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the cartridge and the infusion set to resolve the issue. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.